Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens headquarters support center (hsc) specialist reviewed the instrument data. The hsc determined that the instrument generated a standard air detection error and an integrated multisensor technology auto-align error during the time of the event. The hsc instructed the customer to condition the instrument x tubing. The customer successfully ran quality controls. The cause of the discordant potassium result is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant, falsely low potassium (k) result was obtained on one patient sample on a dimension exl 200 instrument. The initial result was reported to the physician(s). The sample was repeated on the same instrument. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant k result.